Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized because of a volvulus after the tube of a cadd®-legacy duodopa pump came loose. When the patient stepped out of bed the day before, the pump fell and the inner tube came loose. The inner tube was going to be replaced. The patient had a nasal tube and used oral medication in the meantime. During an endoscopy the next day, it was observed that the inner tube "found its way back, but the tip was folded back". It was then noted that the tip was "turned back" and a new connector was placed. No permanent injury was reported.

Event description:
It was additionally reported that the outcome of the event was "not recovered".